Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("coils were removed because they were malpositioned") in a (b)(6 -year-old female patient who had essure (batch no. D23518) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient was not pregnant at time of reporting. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and back pain ("bilateral back pain"). The patient was treated with surgery (laparoscopy with removal of coils and removal of both tubes). Essure was removed. At the time of the report, the device dislocation outcome was unknown and the back pain had not resolved. The reporter provided no causality assessment for back pain and device dislocation with essure. Quality-safety evaluation of ptc: lot# : d23518 - production date: 24-oct-2014 - expiration date: 28-oct-2017. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new event added: "coils were removed because they were malpositioned." Company causality comment: this medically confirmed case report refers to a (B)(6)-year-old female patient who had essure inserted and coils were removed because they were malpositioned. According to the reporter, the coils and both tubes were removed by laparoscopy. The event, seen as dislocation is anticipated in the reference safety information for essure. In this case, the circumstances of insertion were not informed. Patient had back pain as a symptom starting "shortly thereafter insertion". During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus and out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, the exact time point of dislocation is unknown however, given its nature, the event was considered related to essure. This case was regarded as incident as a device removal was required. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical event cannot be totally excluded; however it is not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch.